Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent pci with intraoperative catheter placement. The catheter was placed in the body, the machine was activated, and after several cardiac cycles, blood was found in the pressure tubing extension. As a result, the catheter was replaced. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. During the investigation, punctures to the iabc bladder, consistent with contact from a sharp object, were found near the proximal end of the bladder, which caused blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the bladder leaks is undetermined. The most probable potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the patient underwent pci with intraoperative catheter placement. The catheter was placed in the body, the machine was activated, and after several cardiac cycles, blood was found in the pressure tubing extension. As a result, the catheter was replaced. There was no report of patient complications, serious injury or death.